Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. The device remains implanted, therefore no product will be returned to the manufacturer for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report one of four for the same event; see also 0001032347-2016-00103 through 00106. Remains implanted.

Event description:
Initial operation was performed on (B)(6) 2015 due to zygomatic fracture. After this operation, a tumor occurred at implanted area of margo infraorbitalis. The doctor did take a wait-and-see approach but this tumor was not getting better. Surgery was performed on (B)(6) 2015 due to patient's request. All implants remained near-perfect condition in patient's body. The doctor did not fix again using any implants because bone adhesion was getting better at this time. The doctor initially inspected blood exam for allergy testing, and administered antibiotic a couple of days after initial operation for preventing infection. The doctor commented that it couldn't be identified that the occurring tumor arises from foreign-body reaction or reaction of operation.